Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer experienced issues with one reagent pack for vitamin b12. The reagent pack was first loaded on a cobas e411 analyzer, but calibration failed multiple times with alarms. The customer then loaded the reagent pack onto the elecsys 2010 analyzer and the calibration and controls were successful. The customer then tested patient samples, but realized that the sample results were below the expected values. One example was provided. The initial result was 77.87 pg/ml and was reported outside the laboratory. The physician questioned the result as it was incompatible with the patient's medical background. The sample was sent to an external laboratory and tested on another elecsys 2010 system with a result of 243 pg/ml. This result was believed to be correct. Information concerning if the patient was adversely affected was requested, but was not provided. The reagent lot number was 185656. The expiration date was requested, but was not provided. The field service representative checked the instrument and decided to change the measuring cells. The customer did not approve having the measuring cell of the elecsys 2010 changed. It was suspected there was a handling issue with the reagent pack related to the amount of reagent left in the pack.